Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt an increase in stimulation when he was in a turbine exciter area (10.75 tesla, 130 gauss) a couple of days prior to this report. It was noted the patient worked in an area where there are high tesla (t) readings (10.7 t, 13 t, and 8 t) and where the temperature can reach 120 degrees fahrenheit. The patient was instructed to stay away from moving fields and to move away or stop what he was doing if he felt unexpected/uncomfortable sensations. Additional information has been requested but was not available as of the date of this report.